Manufacturer narrative:
Additional information: d9, h3, h6 analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2020-22689, 2017865-2020-22697. It was reported that patient presented with a pocket infection. The entire implantable cardioverter defibrillator system, including leads, was explanted on (B)(6) 2020. Patient was stable after the procedure.